Manufacturer narrative:
Mindray svc rep cleared the sys's error logs. The sys was rebooted and communication was reestablished.

Event description:
Customer reported the panorama central station had lost communication which may have resulted in a loss of telemetry monitoring. No pt injury was reported.